Event description:
Wang needle was being used for lung mass biopsy. First specimen was obtained and sent for eval. Wang needle being used for second specimen and broke in lung tissue. Was not able to retrieve needle and was left in place as risk of removal outweighed benefit of removal.